Manufacturer narrative:
The device history record did not indicate that there were any issues during the manufacturing of this lot. There was 1 (unused) samples returned for this complaint. The returned sample was visually inspected, and no visual defects were found for the reported condition of a cannula detach. During the visual inspection it was noted that the product had a broken hub however the reported issue of a broken needle was not observed. Multiple lots were reviewed for the issue of a broken hub and nothing was noted as related to the condition therefore the exact root cause could not be confirmed. There were no manufacturing issues related to the complaint issued for this lot and a specific root cause could not be determined based on available information. There¿s no indication of a systemic issue with the product or process, so a corrective/preventative action (CAPA) will not be issued at this time.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports the needle snapped at the hub when it was tightened & twisted slightly.